Event description:
Pt experienced periodic low blood glucose (values not provided), from 1/2005 - 2/2005. She indicated that both she and the pt's diabetes nurse educator believe that they may be bolusing too much. However, pt stated that in 2/2005 and the next day, they did not program any additional insulin, and still experienced low blood glucose. No error messages were generated by the device. Pt self-treated low blood glucose by drinking orange juice.